Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 12/01/2016 with the following findings: the pump was returned with all of the keypad buttons responding properly. The reported issue was not duplicated. There was no physical damage on the keypad. The keypad cover was removed for investigation and revealed no contamination on the contacts of the keypad buttons. Unrelated to the original complaint, moisture was observed through the display lens. Leak testing failed due to a crack at the bottom right corner between keypad and pump seal. The pump was opened for further investigation and revealed moisture on the keypad flex connector and on the piezo. Additionally, the battery compartment was cracked from the case seal to grip pad. No leak was found at this location.